Event description:
It was reported that since two weeks the patient has no longer worn her speech processor on her right hand side due to fluctuating impedances. On (B) (6) 2007 testing was carried out which showed fluctuating impedances on several channels. These channels were deactivated and regular appointments were scheduled. On (B) (6) 2008, testing was carried out again, which showed high on 4-6 channels and increased impedances on 1-2 channels. Due to the fluctuating impedances, re-implantation is scheduled for (B) (6) 2008.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.